Manufacturer narrative:
Joerns representative went on-site to perform a visual inspection only.

Event description:
We received the MDR report 3009402404-2018-00048 from our USA distributor and complaint#(B)(4) were entered into our system. The MDR event on the report from USA distributor is stated as below: it was reported to the manufacturer by the end user, per the end user, "we had a customer using an (B)(4), that was injured. (Emt's called/no hospital admission), when a weld broke on the leg of the lift during a transfer. The customer weight shows at 160 pounds, so they were well within the weight capacity." The patient sustained a cut on the forehead and possible broken nose. Emt's came to the home but patient refused to go to the hospital. (B)(4) were entered into joerns system to have the lift returned to joerns for investigation. As of this initial writing from joerns, the lift has not been returned.